Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No ramping numbers noted on the display. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, and cracked on display window noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the down button was stuck and the numbers were scrolling on the insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.